Event description:
According to the reporter: the tip of the device broke and would not retract into the shaft. The shaft tore and it was difficult to remove the device through the trocar. The trocar and the device had to be removed together. No bleeding or further complication was reported. Gastric by-pass procedure.